Event description:
The customer contact reported that during preventative maintenance testing at the user facility, the device was intermittently able to be programmed while the lockout switch was in the locked position. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
Testing and investigation found the device was intermittently able to be programmed while the lockout switch was in the locked position. This was due to a broken switch on the peripheral printed circuit board. The broken switch resulted in intermittent continuity between two pins when in the lockout position. The cause of the broken switch could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.